Manufacturer narrative:
The reported event of over-sensing was not confirmed. The device was above the elective replacement indicator when received. Electrical testing found no anomalies. The cause of the field event remains undetermined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. Interrogation of the implantable cardioverter defibrillator revealed far p over-sensing. The device was explanted and replaced. The patient was stable.